Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation and dizziness and/or headache. The manufacturer was made aware of this complaint through a representative of the customer. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for investigation. During the evaluation of the device on (B)(6) 2022, the service center visually inspected the device and found no evidence of foam degradation. The software was upgraded, and the sound abatement foam was replaced as a preventative measure. The unit passed all final testing and was returned to the customer for use.